Event description:
It was reported that multiple altitude alarms occurred. Customer changed the cartridge and the alarm cleared. Customer resumed pump therapy. Customer's blood glucose was within range (value not provided).